Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulties were encountered. After predilating the stenosis multiple times, the physician then attempted three times to advance the taxus express2 2.75 x 28 mm drug eluting stent to a calcified and moderately tortuous proximal lad lesion. The physician was able to inflate the balloon, however the stent would not deploy. It was reported that the stent was bent at the tip of the guide catheter. The patient complained of pain during the "no deployment" event, and was administered nitroglycerin. The physician was able to successfully deploy a taxus 3.5 x 24 mm drug eluting stent and a coroflex 3.0 x 19 mm stent at the proximal lad. The patient's condition was reported as "great". No additional information is available at the time of this report.